Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2017 with blood glucose of 800 mg/dl and the reservoir is not able to lock in place due to damage to the reservoir compartment. The customer experienced symptoms such as nausea, vomiting and difficulty breathing. The customer was treated with insulin pump and insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test reservoir does lock in place properly in the reservoir compartment. Device received with cracked battery tube threads. (B)(4).